Event description:
Facility reported "leaking from under header, tried to tighten without stoppage of leak. Sent to reuse where crack was found in both headers. Estimated blood loss 30cc. No medical intervention. Pt put on f80b without further interruption. The sample is available for examination. Medwatch filed on the blood loss.